Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305901, batch#: 4116101. It was reported that the bd safety-lok leaked. The following information was provided by the initial reporter: rcc received a complaint via email. I have had an opportunity to speak to the nurse and the leak did not occur where I was initially told. The leak occurred between the c35-0 connector and the needle. Please see the answers to your questions in red lot number of the injector used (I realize you may not have the injector that was used, but can you give me a lot from the bin in which you took you supply from) injector (n35-0), lot: 2311304 or 2308301. Connector (c35-0), lot: 2301601 or lot: 2308501 or lot: 2309506. What brand syringe where you using? If this was a bd syringe, what is the size (sku) lot number and again please keep some samples? Syring is bd 3ml, lot: 4142402 or lot: 4129704. Was it a droplet, droplets or mls that where leaking? 2-3 droplets. Did the patient miss some of his/her dose because of this? The patient did not get their full dose. Patient got approx. 1/2 their dose. What drug was the nurse exposed to? Bortezomib. Did the nurse continue to give the infusion with the leaking injector, or did she take off and add another one? The nurse attached a c35-0 connector to the n35-0 injector, and then a needle attaching to c35-05 connector. The leak occurred between the needle and the c35-0 connector. Needle = bd safetyglide 25g x 5/8¿ tw (05mm x 16mm) lot#: 4116101. I will include 3 samples to send to you. The two skus involved in this pir are the c35-o connector 515070 and the bd safety glide needle listed below. (The injector has nothing to do with this pir). Your main contact is xxxxxx. She is holding samples of the skus from the same lot used and will return once you provide a fedex label additional information provided: 1. Date of occurrence: tuesday on (B)(6) 2024. 2. No adverse event reported. 3. Multiple lots were given as we are not sure which lot exactly was used. I will send a sample of all lots noted.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - leakage other. Three samples were provided to our quality team for investigation. A visual inspection was performed. One sample is out of the plastic shield and the needle bent 90 degrees about at the middle. Each sample was assembled to a syringe with saline solution. All three samples expelled the solution with normal flow without any leakage observed. Furthermore, a device history record review was completed for provided lot number 4116101. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.